Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), interrogation of the device with a programmer prior to explant noted a battery depletion message had been recorded. The device was explanted and replaced as planned without incident and the patient was discharged to routine follow ups. The device was retained by the hospital and is not expected to be returned. No adverse patient effects were reported.